Event description:
During an in-clinic follow-up, a rapid drop in battery depletion was noted on the device. Premature battery depletion was suspected. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported field event of premature battery depletion was confirmed by analysis. The device was at elective replacement indicator (eri) when received. A longevity calculation was performed and found the battery depletion was premature based on the device usage. Electrical testing confirmed high current drain from the hybrid. A hybrid anomaly was found to be the cause of the high current drain and premature depletion.